Event description:
Information received by medtronic indicated that the customer's minimed mobile app was unable to pair. Troubleshooting was performed but the pairing issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The pump will not be returned for analysis.